Event description:
It was reported that the asymptomatic patient presented for a routine device interrogation in clinic. It was noted that non sustained right ventricular oversensing determined to be post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended. The patient was stable.

Manufacturer narrative:
Correction: b5 should have been populated in the additional report submitted dated may 31, 2024. The information was updated in this report.

Event description:
New information received notes the patient was seen on 16 may 2024 and programming changes were made. The patient was stable before, during and after the programming changes. No other concerns were noted. The patient was to continue with regular follow ups in clinic.